Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -9.0 diopter was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was removed due to a high vault. A replacement lens was implanted of unknown model and size. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: d9-return date: 31-aug-2022. H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found the optic and haptic torn. Dimensional inspection found the lens to be within device specifications. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -8.50 diopter was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to a high vault. A replacement lens was implanted of unknown model and size on an unknown date. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -9.00 diopter was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to a high vault. A replacement lens was implanted of unknown model and size on an unknown date. Claim# (B)(4).